Event description:
It was reported that a patient underwent an inguinal hernia repair using a transabdominal preperitoneal technique and absorbable staples were used to fixate the mesh. When closing the peritoneum on the right, unexpected bleeding occurred. The bleeding was controlled with an absorbable hemostat. Additional information has been requested.

Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.